Event description:
Patient had 'clicking' and frequent swelling. During surgery it was determined that there was fractured polyethylene particles and a moderate amount of delamination.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.